Event description:
Customer reported unexpected negative reactions with a patient sample tested with capture-r ready screen (crrs) 4.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not possible to rule out the sampe, as a cause of the event.